Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Concomitant devices corrected data: a2: patient weight is unknown device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: cervical spine screw (part 04.647.836s, lot l664155, quantity unknown); cervical spine screw (part 04.647.836s, lot l410636, quantity unknown).

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history records review not available for reporting at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery the cage was placed in the patient when initial screw insertion was underway. The cage then broke leading to the peek and titanium components of the cage became disconnected. The defective implant was removed and another implant of the same size was implanted. Slightly extended procedure (unknown how long but not significant) due to removal of defective implant and reinsertion of another implant. This report is for 1 zero-p va implant 8mm height lordotic-sterile. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: patient age reported. Device history records review: part no: 04.647.128s, lot no: 9745112 , manufacturing location: (B)(4). Release to warehouse date: 02.dec.2015. Expiry date: 01.nov.2025. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation summary: the titanium plate was separated from the peek spacer when the zero-p va implant was received at the cq department. The visual inspection has shown that there is no breakage at any of the parts visible. Therefore the complaint is unconfirmed for the mentioned breakage. However the complaint is confirmed as there are other damages visible. One screw cut out at the peek spacer has a clearly visible deformation from the screw. In the direction of this deformation an additional deformation of the screw is visible at the middle of the spacer. The locking mechanism is also damaged on top, most likely caused by an excessive contact with the screw. The manufacturing documents were reviewed and no complaint related issues were found. The documents show that the titanium plate (part: 60050842 / lot: 9718769) and as well the peek spacer (part: 60053514 / lot: 9691527) did pass all dimensional inspections without any deviations. The zero-p va implant was manufactured in december 2015 with a lot size of 8 pieces and we are not aware of any other complaint for this article- and lot combination. Based on these findings and as the plate and the spacer can be reassembled and hold in position as required a manufacturing related issue can be excluded. The detected damage from the screw at the middle of the peek spacer is a clear indication that screw insertion outside of the recommended screw insertion range did introduce stress on the components and caused the separation of the components. Device is not an instrument and was not implanted/explanted; the device malfunctioned intra-operatively and was not implanted / explanted. Device is a single use. Device was returned to manufacturer. Device was not broken, complaint is unconfirmed for the mentioned breakage. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient age is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.